Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material and the biopsy channel was clogged with a plastic tube. The foreign material could not be identified. The cause of the material remaining in the nozzle and channel could not be specified. There was no damage to the areas where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information regarding reprocessing, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the plastic distal end cover was scratched; the adhesive on the distal sheath was chipped; the distal sheath glue was lifting; low angle; due to clogging of the channel tube, forceps cannot be inserted smoothly, causing the suction to not be possible, and the brush could not be pulled through the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing the evis exera iii colonovideoscope, the suction function was not possible, and the cleaning brush could not be inserted or removed. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle unit was clogged with foreign material. The clogging inside the nozzle unit could not be removed, and it was unknown what kind of material was responsible for the clogging. Additionally, a plastic tube was also found stuck inside the instrument channel. This report is to capture the reportable malfunction of foreign material in the nozzle and a plastic tube stuck in the channel that was noted at estimation.